Event description:
During a gastric bypass and gastric resection the following is taken from the surgeon's notes: "tissue' proximal to carcinoma; tlh90 staple line bled extensively requiring multiple suture ligatures. Entire staple line subsequently inverted." The surgeon has refused to speak to the rep concerning the event. The scrub nurse had nothing to add to the description. There was no consequence to the patient. Clinical follow up: 1/28/97 1330 the surgeon did not want to speak to anyone at co. Nncl sent.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed the staples as designed across the entire staple line with no difficulties noted. The staple heights and staples formation were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuoulsly improve the products.